Event description:
Patient had double strength levophed, epi, and vasopressin running, the techs were turning the patient to put new sheets under him and the IV tubing line with the pressors running snapped in half.